Event description:
It was reported that post op a da vinci si hysterectomy procedure performed on (B)(6) 2011, the patient was re-admitted into the hospital due to sepsis as a result of bowel injury that occurred during the surgical procedure. The patient was hospitalized for 40 days.

Manufacturer narrative:
A video recording of the surgical procedure was reviewed by intuitive surgical's product developement group on (B)(4) 2013. Review of the video recording found no arcing to tissue or any bowel damage occurred and the video did not show that the surgeon noted any bowel damage occurred during the surgical procedure. The video showed that there was one instance in which the monopolar curved scissors (mcs) instrument was accidentally driven into a loop of small bowel with the mcs blades open, however, there was no obvious damage noted. Arcing between the mcs instrument and a maryland bipolar forceps instrument that was also being used during the surgical procedure was noted; however, the arcing occured between 2 metal objects in close proximity. When this arcing did occur, the energy went through the maryland bipolar forceps instrument while it was touching tissue that was intended to be removed and/or cauterized in the normal course of the procedure. No injury to the patient was observed. Based on the information provided, isi discovered that the surgical procedure was performed on (B)(6) 2011. A review of the site's system logs for the procedure date of (B)(6) 2011 showed that the mcs instrument used during the procedure was not likely the instrument used during the surgical procedure, as a review of the site's system logs did not find a procedure date for which the reported instrument was reportedly used. As of the date of this report, the affected instrument has not been returned to isi for failure analysis investigation. Photographic images of the reported affected instrument were provided to isi. Isi's review of the photographs found that the distal end of the instrument's main tube exhibited cracks in the axial direction. Isi's review of the site's system log found that the site experienced multiple system error codes; however, it was determined that the system generated errors did not likely cause or contribute to the patient's bowel injury. (B)(6). Event date: (B)(6) 2011. It was reported that post op a da vinci si hysterectomy procedure performed on (B)(6) 2011, the patient was re-admitted into the hospital due to sepsis as a result of bowel injury that occurred during the surgical procedure. The patient was hospitalized for 40 days.

Event description:
The hospital reported that the injury sustained by the patient occurred as a result of arcing from a crack in the monopolar curved scissor instrument.

Manufacturer narrative:
The monopolar curved scissor (mcs) instrument and tip cover accessory have not been returned for evaluation; therefore, the root cause of the injury sustained by the patient cannot be determined. A follow-up MDR will be submitted if the instrument or tip cover are returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013 intuitive surgical contacted the initial reporter regarding the reported event. Isi received a response on (B)(4) 2013. The initial reporter indicated that the patient post op a da vinci si hysterectomy procedure, the patient was re-admitted into the hospital on (B)(6) 2011 presenting symptoms of sepsis. During a surgical procedure of the patient's abdomen, it was discovered that the patient's large intestine had a lesion. The patient underwent hartmann's procedure for repair of the affected area. The patient required extracorporeal membrane oxygenation, nova lung, dialysis, parenteral nutrition, blood transfusion components and other treatments due to multiple organ failure. The patient was in the critical patient unit until (B)(6) 2012 and was discharged from the hospital on (B)(6) 2012. It is the hospital's belief that the sepsis developed by the patient originated from the lesion on the patient's large intestinal wall. The hospital's pathologist told the initial reporter that the lesion was thermal. The site believes that the burn sustained by the patient may have been caused by arcing from the monopolar curved scissors (mcs) instrument that was used during the surgical procedure. No malfunction of the mcs instrument occurred during the surgical procedure and arcing was not observed. No injury to the patient was noted during the surgical procedure. The mcs instrument, mcs tip cover and cannula were not inspected prior to use. The initial reporter indicated that a video recording of the surgical procedure is available; however, it has not been provided to isi for review. Isi performed a review of the site's system logs and found that there was no procedure performed on the reported procedure date.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was returned and evaluated. Failure analysis investigation found that the distal end of the main tube exhibited hairline cracks in the axial direction. The instrument passed electrical continuity testing. Inspection of the instrument's main tube under magnification in the received condition for signs of charring or localized melting around the cracked section was performed. There was no thermal damage observed around the cracked section. Electrical testing was performed on the instrument to assess the dielectric strength of the cracked main tube. The instrument failed dielectric strength tests and the outer surface of the tube developed a charred/burned section towards the proximal end of the crack. These results indicate that the crack negatively affected the dielectric strength of the main tube under the conditions of the test performed, however, the energy leakage that occurred during the testing left the crack on the instrument main tube with evidence of burning which was not the condition the instrument was returned in. Engineering concluded that the crack likely did not leak energy during the procedure as reported by the customer based on the condition the instrument was returned in. The mcs tip cover accessory used in conjunction with the mcs instrument was also returned and evaluated. Failure analysis investigation of the returned tip cover found that the silicon section of the tip cover had two tears. One of the tears was approximately .646 from the distal end of the tip cover and the second tear was approximately .599 from the distal end of the tip cover with damage consistent with electrical arcing. It is not known when or how the tip cover was damaged. Medwatch report 2955842-2013-05535 was submitted to the FDA regarding the tip cover accessory. Corrected information: intuitive surgical, inc., performed a 2nd review of the site's system logs. It was confirmed that the reported mcs instrument was used during the reported procedure date of (B)(6) 2011.

Manufacturer narrative:
Upon further review and investigation of this complaint, intuitive surgical, inc. (Isi) has determined that the monopolar curved scissors (mcs) instrument (lot m10111003-773) that was returned to isi and evaluated was not the actual mcs instrument used during the reported event. A review of the site's system logs and procedure history reveal that the returned mcs instrument (lot m10111003-773) was actually used during a subsequent da vinci-assisted prostatectomy procedure performed the same event day of (B)(6) 2011. In addition, the system logs show that mcs instrument (lot m10111003-773) had six uses remaining at the time of the surgical procedure was being performed. Evidence from the procedure video obtained from the site reveals that the mcs instrument used during the reported event, a da vinci-assisted hysterectomy procedure, had zero uses remaining at the time of surgery. Therefore, isi has further determined that follow-up 2 MDR (submitted on 12/04/2013) for this complaint was submitted with device evaluation information of an mcs instrument that was not used during the reported event. A review of the site's system logs and procedure history reveal that the actual mcs instrument involved with this complaint was actually lot m11110809-261. The system logs show that this mcs instrument had zero lives remaining from (B)(6) 2011, which was evident in the procedure video. This mcs has not been returned to isi for evaluation. Therefore, at this time, the root cause of the operative complications experienced by the patient cannot be determined. Based on the current information provided, this complaint will remain reportable due to the following conclusion: after undergoing a da vinci-assisted hysterectomy procedure, the patient was re-admitted to the hospital for sepsis. The patient allegedly sustained a bowel injury during the da vinci-assisted surgical procedure. However, the root cause of the bowel injury is unknown.